Event description:
It was reported by the user facility in the united kingdom that the surgeon noted the pitch of the cutter changed and then it failed to cut the vitreous while the aspiration continued. Cutter was changed and then normal formal function resumed with no clinical consequences, medical intervention, nor patient impact.

Manufacturer narrative:
The product has been requested. Manufacturing and sterilization records were reviewed and found to be acceptable. Investigation is ongoing.

Manufacturer narrative:
One 27ga bi-blade vit cutter was returned in the tip protector and priming cup. The original packaging was not received. The part number and lot number cannot be determined. There is dried solution visible on the outer needle assembly. The tubing is clean and dry. The port window is in the open position. The needle is bent. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris elite system. The cutter does not cut or aspirate. The inner needle is binding and not moving as it should. In addition, the cutter is blocked. The aspiration line was removed from the cutter, and it was tested alone. The tubing is not blocked. It should be noted that a bent needle could contribute to poor cutting performance. Due to evidence of use and the returned condition with the needle bent. The cause of the blocked cutter cannot be determined. The lot number was not provided therefore a device history record review could not be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Although requested, the "lot number" is not available, therefore the UDI-pi is not available. Correction to section d4 due to the reported lot number not matching the model number. Lot # from: x6904 to: unknown. Expiration date from: 08-sep-2027. Unique identifier (UDI#) from: (B)(4) to (B)(4). H4 device manufacture date: 08-oct-2024.

Manufacturer narrative:
Photo of the product label was provided, and the plant evaluation was updated. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Correction to sections: d4: model # from: se5527wvb to: se5527mvb. Lot # from: unknown to: x6904. Expiration date from: to: 08-sep-2027. Unique identifier (UDI#) from: (B)(4) to (B)(4). H4: device manufacture date from: to:14-oct-2024.

Manufacturer narrative:
Additional information to b1: added product problem corrections to: d4 UDI from: (B)(4) h1 from: serious injury to: malfunction.